Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. B3 date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported error 226 and error 222 during a inspection for use procedure involving an olympus video system center. There was no patient injury reported.